Event description:
The manufacturer's bench technician's review of the device diagnostic history indicated multiple error codes suggesting that a spi bus failure occurred. This likely occurred during transport of the device from the customer to the manufacturer's bench where it was evaluated and repaired. There was no patient involvement.